Event description:
It was reported to philips that the system c-arm geometry was moving by itself. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed as planned as the customer was still able to control the geometry movements and stopped the non-commanded movement. A philips field service engineer (fse) visited the site but was unable to replicate the reported issue. The fse checked the logfile, however; no related errors were found. The fse solved the issue by replacing the geo module. The returned part was analyzed but no failures were found. After the part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.